Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient has tendon irritation from an oversized head with a lateralized cup and has elevated cobalt & chromium in his blood work.